Event description:
In 2008, the patient's mother reported that the patient experienced blockages on his infusion device (competitor product) three times in the last week and his blood glucose elevated to 400 mg/dl as a result. His target blood glucose level is 100 mg/dl. She stated that the patient changes the infusion site every 2 days and the infusion tubing every 6 days. He is very tall and thin and is active in sports. The infusion sites are placed in his buttocks. The patient was sent sample infusion sets and information on infusion site management. At the time of the report the patient's blood glucose had returned to normal. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.